Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise is believed to be due to a lead anomaly.

Event description:
It was reported that the system was explanted and replaced due to noise which was misinterpreted as vf. Patient was well before and after the procedure.